Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a no delivery alarm during manual prime. Customer stated that the insulin pump makes a noise and alarms no delivery. Blood glucose value is 140 mg/dl; he stated he was low. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was inspected for anomalies and none were found. Occlusion test was performed per specifications and reservoir passed, no occlusion was noted.